Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging dry throat, dry mouth, runny nose. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 15, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging dry throat, dry mouth, runny nose. Additional information was received about the alleged mold in device, throat irritation, particles in airway and device has strange odor. There was no report of serious patient harm or injury. Sections h6 health effects: clinical codes has been updated in this report.